Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
A patient reported that they experienced no stimulation, shocking, and stimulation in an undesired location. It was also noted that the patient had never been programmed properly. The patient never had adaptive stimulation enabled. The patient had to keep turning stimulation up high to where he felt it down his arms and only does it when he is in extreme pain because the stimulation sensation "drives him nuts." It was also reported that when the patient moves in certain positions he gets "zapped." The patient stated he had not used his implant in a month and noted that his trial was successful but the implant did not duplicate those results. The indication for use was lumbar radiculopathy and spinal pain. Should additional information be received, a follow up report will be sent out.